Event description:
Terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful / worse again (recurrent) [feels awful] ([condition worsened]). Terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful / worse again (recurrent) [chills worsened]. Terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful / worse again (recurrent) [fever] ([condition worsened]). Terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful / worse again (recurrent) [headache aggravated]. Inflammation markers are high [inflammatory marker increased]. Her knee hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze [joint tenderness]. Her knee hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze [knee swelling]. Her knee hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze [stiff knees]. Her knee hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze [effusion of knee]. Case narrative: initial information received on 08-dec-2020 from united states regarding an unsolicited valid serious case received from a patient. This case involves a 53 years old female patient who experienced terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful / worse again (recurrent), inflammation markers are high, her knee hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medication was provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection, dosage 6 ml once, (lot number: unknown) for osteoarthritis. The information regarding batch number was requested. On (B)(6) 2020, after latency of 24 hours, the patient had terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful (recurrent) (chills, pyrexia, headache, feeling abnormal; seriousness criteria: intervention required for all events). The patient called her healthcare professional (hcp) who wanted to see her, however, because she had a fever, she could not go into the hcp office. Because of this, the patient took her own prednisone which helped her to feel better. But once she stopped the prednisone, she got worse again (condition aggravated). The patient took paracetamol (tylenol) to get her fever down, so she could get in to see her hcp. The hcp who did her blood work that showed that the inflammation markers were high (inflammatory marker increased). The hcp put the patient back on prednisone and she got better again for another 5-6 days. Once the prednisone was done, the patient's symptoms returned. On an unknown date in 2020, after unknown latency, her knee was hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze (arthralgia, joint swelling, joint stiffness, joint effusion). The patient reported that the hcp was not much help for her and everything she found out about hylan g-f 20, sodium hyaluronate, she read online. The patient asked if the side effects she was experiencing was the side effects of hylan g-f 20, sodium hyaluronate and if so, how long they would last and how it should be treated, asked if synvisc was recalled in 2017. Action taken- not applicable for all events. The patient was treated with prednisone for pyrexia, headache, chills and feeling abnormal and paracetamol (tylenol) for pyrexia. The patient outcome is reported as unknown for all events. A product technical complaint (ptc) was initiated on 08-dec-2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor if a CAPA is required. Investigation complete date: 16-dec-2020. Follow up information was received on 08-dec-2020 from healthcare professional. Global ptc number was added. Text amended accordingly. Additional information was received on 16-dec-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 11-dec-2020: this case involves a female patient who required intervention after terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. However, lack of information of past and concomitant medication, therapy details, any family history and any relevant medical history of patient, any concurrent conditions precludes comprehensive case assessment.

Event description:
Terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful/worse again (recurrent) [chills worsened] terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful/worse again (recurrent) [fever] ([condition worsened]) terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful/worse again (recurrent) [headache aggravated] terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful/worse again (recurrent) [feels awful] ([condition worsened]) inflammation markers are high [inflammatory marker increased] her knee hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze [joint tenderness] her knee hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze [knee swelling] her knee hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze [stiff knees] her knee hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze [effusion of knee]. Case narrative: initial information received on 08-dec-2020 from united states regarding an unsolicited valid serious case received from a patient. This case involves a (B)(6) female patient who experienced terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful/worse again (recurrent), inflammation markers are high, her knee hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medication was provided. On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate, solution for injection, dosage 6 ml once, (lot number: unknown) for osteoarthritis. The information regarding batch number was requested. On (B)(6) 2020, after latency of 24 hours, the patient had terrible reaction, including a fever of 102.1f, chills, headache, and just generally felt awful (recurrent) (chills, pyrexia, headache, feeling abnormal; seriousness criteria: intervention required for all events). The patient called her healthcare professional (hcp) who wanted to see her, however, because she had a fever, she could not go into the hcp office. Because of this, the patient took her own prednisone which helped her to feel better. But once she stopped the prednisone, she got worse again (condition aggravated). The patient took paracetamol (tylenol) to get her fever down, so she could get in to see her hcp. The hcp who did her blood work that showed that the inflammation markers were high (inflammatory marker increased). The hcp put the patient back on prednisone and she got better again for another 5-6 days. Once the prednisone was done, the patient's symptoms returned. On an unknown date in 2020, after unknown latency, her knee was hurt to touch, was swollen, stiff, and felt like it was in a vice and continuing to squeeze (arthralgia, joint swelling, joint stiffness, joint effusion). The patient reported that the hcp was not much help for her and everything she found out about hylan g-f 20, sodium hyaluronate, she read online. The patient asked if the side effects she was experiencing was the side effects of hylan g-f 20, sodium hyaluronate and if so, how long they would last and how it should be treated, asked if synvisc was recalled in 2017. Action taken- not applicable for all events. The patient was treated with prednisone for pyrexia, headache, chills and feeling abnormal and paracetamol (tylenol) for pyrexia. The patient outcome is reported as unknown for all events. A product technical complaint was initiated and results were pending for the same.